Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels dropped to 48 mg/dl. The customer was given orange juice, and the issue resolved.